Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced swelling at the cannula site on (B)(6) 2026, described as the skin being full of fluid, and an infection that was treated with antibiotics. No further information available.